Manufacturer narrative:
Analysis is taken from a trending report of evals or adverse events finalized on (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Activelife 1-piece drainable cut-to-fit pouch w/ stomahesive skin barrier w/1-sided comfort panel and tape collar 12" transparent.

Event description:
The pt reported she has developed a red, scattered rash under the tape collar of the device. The rash appears raised in areas and extends beyond the device and onto the abdomen. The pt sought treatment from the wound/ostomy care nurse; however, details regarding the diagnosis and/or recommended course of treatment were not provided.